Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to water invasion of the device while the user was handling the device which led to abnormality of electronic parts. As a result, error message e315 was displayed temporarily at the user facility. The user may detect the suggested event by handling device in accordance with the following instructions for use (IFU): "inspection of the endoscopic image". The user may reduce/prevent occurrence of the suggested event by handling device in accordance with the following IFU: "when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage.". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of e315 (scope error) code was not confirmed. In addition, the radio frequency identification was not properly affixed. Plastic distal end cover all the pins had worn glue. The objective lens was chipped, a pit, peeling on cement and peeling glue. The light guide lens was chipped and peeling on cement. Bending section cover had deep scratches. There was a gap of adhesive on bending section cover. The bending section cover glue was cracked, white, peeling and lifting. The control body had scratches. The scope connector had scratches. The ethylene oxide valve was replaced. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A charge nurse reported to olympus, the evis exera iii colonovideoscope displayed an e315 (scope error) code, something to do with the motherboard. The event occurred during preparation for use. There was no report of patient harm associated with this event.